Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is sold in the united states.

Event description:
A few hrs after a pt received two cypher stents in an emergency secondary to acute myocardial infarction, pt complained of chest pain and coronary angiogram revealed a thrombus in the one of the cyphers from the overlapping portion to the distal end. The thrombus was treated by balloon angiography with a high pressure 3.25/15mm balloon and aspiration. The cypher stents were implanted in the proximal and mid right coronary artery, which was de novo, eccentric with flexion and a type b2 vessel classification. Lesion size was 35mm long and 3.5mm in diameter. Pre-dilatation was conducted with a balloon (lacrosse 2.0/15m) at nominal pressure for 15seconds. First cypher (3.0/18mm) was implanted at 10atm for 25seconds distal to the 1st cypher overlapping it. Post-dilatation was conducted with a balloon (3.0/15mm) at nominal pressure for 15seconds. The residual % of stenosis was 0%. Intravascular ultrasound was conducted. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured at 193.